Event description:
Initial reporter indicated that their patient had a dcdc of 0 on their systems test, worsening seizures and reduced quality of life. The patient's seizures have been worsening over the last year. The dcdc 0 on their systems test was noticed in (B) (6) 2009. The patient does not take any seizure medications and no programming changes were made around the time of the reported event. It was reported that the patient does on occasions report feeling his stimulation. The patient had previously been very bright and communicative. In (B) (6) 2009, he had an eeg and it did not show more seizure activity at that time. It is believed currently the patient's seizures are over their prevns baseline rate. No fall, injury or manipulation occurred around the time the patient's dcdc 0 was noted. The patients nurse does not relate the worsening seizure control to the drop in dcdc codes on their systems test as it was occurring before the drop was recorded. The patient's vns is currently programmed on and they are going to be evaluated for a possible short circuit condition. At this time no x-rays have been performed or surgical interventions planned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.